Event description:
It was reported that a vascular stent that was implanted in the sfa fractured, which resulted in an occlusion of the stent and the sfa. Thrombolysis and angioplasty were performed; however, the results were suboptimal and surgical bypass was performed. The stent remains implanted. The pt status is unk.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The stent remains implanted. The investigation is currently underway.